Manufacturer narrative:
Concomitant medical products: product ID 39565-65, serial# (B)(4), implanted: (B)(6) 2009. Product type: lead: product ID 37752, serial# (B)(4). Product type: recharger: product ID 37743, serial# (B)(4). Product type: programmer, patient: product ID 37743, serial# (B)(4). Product type: programmer, patient. (B)(4).

Event description:
It was reported that the patient had increased pain in her buttock and her implantable neurostimulator (ins) was not keeping a charge. It was stated the patient was charging her ins three times a month. It was also reported that the patient had a "bulge" in her back where the leads come out of her ins. The patient scheduled an appointment with her healthcare provider for (B)(6) 2013. On (B)(6) 2013 a power on reset condition was reported. Caller performed physician mode recharge successfully and was at a "normal" charging screen. No further information was known at the time of report and if additional information is received, a supplemental report will be filed.

Event description:
Follow up reported, the patient was over discharged and a physician mode recharge was performed. The power on reset was cleared and the patient was receiving stimulation.

Manufacturer narrative:
(B)(4).